Event description:
Following a catheterization procedure, an angio-seal device was placed. Hemostasis was achieved. The pt had no abnormal symptoms and was discharged. Two days later the pt returned to the hosp with a cold foot and claudication symptoms. Doppler confirmed diminished pulses. The pt had a thrombectomy with patch plasty and subcutaneous fasciotomy. Post-op the pt had positive pulses.